Event description:
It was reported during use that a cardiosave intra-aortic balloon pump (iabp) had leak in iabp circuit. No patient harm or injury reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Corrected section - b5, d4 (UDI), h6 (health effect ¿ clinical code, health effect ¿ impact codes). Updated section - b4, g3, g6, h2, h11. After further review, an initial emdr for this complaint was incorrectly submitted. This is a non-reportable event, making it non-reportable to the FDA. As a result, no follow up emdr is necessary. Please cancel in your database.

Event description:
It was reported during use that a cardiosave intra-aortic balloon pump (iabp) had leak in iabp circuit.